Event description:
Two incidents of cracking with leakage. Pts were infants with broviac catheters. The IV tubing, with luer-lok connection was attached to the female end of the locking blunt cannula rf-150. Solutions running were tpn and lipids. All connections were taped. Incidents were reported by the intermediate care nursery: 1-infant lost 20 cc of tpn solution and blood. 2-infat lost 5 cc fluid. No adverse reaction to either pt. Lab value was drawn and no tranfusion was required.